Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly and insulin pump did not had low battery alert prior to replace battery alert. Customer stated that the battery cap was not loose, cracked or damaged. Customer stated that there was second occurrence of replace battery alert or replace battery without low battery warning. The customer stated that the numbers were ramping or the scroll bar moving up or down with no input from the user as or up down button may be stuck. Customer stated that keypad was responsive and or customer able to clear the stuck button alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.